Manufacturer narrative:
(B)(4). Customer reports difficulty acquiring sample from pt leading to the lower than expected inr obtained on the signature plus instrument. No product is being returned. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.

Event description:
Health professional reports: hemochron signature plus system inr result: 1.8 unspecified lab system inr result: 4.8. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.